Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain: pelvic'). In a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included: overweight (bmi: 34.451). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), back pain ("pain: lower back"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain upper ("pain: stomach") and vision blurred ("blurry vision"). And was found to have weight increased ("weight gain"). On (B)(6) 2008, the patient experienced bacterial infection ("infection (other): bacterial"), (B)(6) months (B)(6) day after insertion of essure. In 2009, the patient experienced fatigue ("fatigue"). In 2017, the patient experienced ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced tooth disorder ("dental problems"). The patient was treated with antibiotics and surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, tooth disorder, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, weight increased, fatigue, back pain, ovarian cyst, dyspareunia, dysmenorrhoea, bacterial infection, abdominal pain upper and vision blurred outcome was unknown. The reporter considered abdominal pain upper, back pain, bacterial infection, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, migraine, nausea, ovarian cyst, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vision blurred and weight increased to be related to essure. The reporter commented: current weight 230 lbs. She did underwent essure (or any part of the device) removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 34.5 kg/sqm. Hysterosalpingogram: on 2008, total bilateral occlusion.; magnetic resonance imaging: on 2008, ovarian cysts. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on 15-oct-2021, quality safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight (bmi: 34.451). On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), back pain ("pain: lower back"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain upper ("pain: stomach") and vision blurred ("blurry vision") and was found to have weight increased ("weight gain"). On (B)(6) 2008, the patient experienced bacterial infection ("infection (other): bacterial"), 11 months 1 day after insertion of essure. In 2009, the patient experienced fatigue ("fatigue"). In 2017, the patient experienced ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced tooth disorder ("dental problems"). The patient was treated with antibiotics and surgery (total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, tooth disorder, urinary tract infection, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, nausea, weight increased, fatigue, back pain, ovarian cyst, dyspareunia, dysmenorrhoea, bacterial infection, abdominal pain upper and vision blurred outcome was unknown. The reporter considered abdominal pain upper, back pain, bacterial infection, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, migraine, nausea, ovarian cyst, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, vision blurred and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. She did underwent essure (or any part of the device) removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.5 kg/sqm. Hysterosalpingogram - in 2008: total bilateral occlusion. Magnetic resonance imaging - in 2008: ovarian cysts. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available most recent follow-up information incorporated above includes: on 7-oct-2021: medical record received. Case category updated to serious incident, removal details were added. Reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.